Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was unable to prime. The reporter stated that the drip chamber was half full, the slide clamp was open, and the regulating roller clamp was open, but the tubing would not prime. There was no patient involvement. No additional information is available.